Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient's physician contacted dexcom to relay a report by patient's wife. Patient's wife reported that patient was involved in a car accident, taken to a hospital for examination, and released. According to a follow-up call with patient's son, "patient had been driving erratically, was followed by a police car, and then began speeding. Patient lost control of his car, hit two street signs and a tree, and flipped his car over." Patient's blood glucose was measured at 40 mg/dl at the time of the accident, but he did not hear a low alarm. Patient's blood glucose had risen to 181 mg/dl by the time he arrived at the hospital. Patient's wife reported that upon returning home from the hospital, "patient became confused and somewhat combative" even though "his blood glucose was in the mid to high 100s." Patient was readmitted to the hospital and evaluated for a concussion and two broken vertebrae. The results of this medical evaluation are unknown to dexcom.